Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9 date return to manufacturer, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) reported that they replaced the suspected safety disk. The fse also replaced the tidal disk and temperature probe as a precautionary measure. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received part with a reported unit failure of the pim leak test. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the part individually in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual. Fails pim test with membrane differential pressure at 7mmhg. No root cause able to be defined. Part was in good condition. No failure confirmed. Retaining the part in the failure analysis and testing department.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance cardiosave intra-aortic balloon pump (iabp) failed pneumatic module leak test. No patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6 investigation conclusion code.